Event description:
The device was returned for evaluation. The event was confirmed; two kinks in the graft cover prevented wire passage. The root cause of the kinks could not be conclusively determined; however, shipping and handling may have contributed.

Event description:
An endurant stent graft system was attempted to be inserted into the patient, however, the guidewire could not be passed through the delivery system. The physician was able to insert the guidewire through the inner nitinol tube from the taper tip to approximately the front grip, then the lumen seemed to be kinked. The physician completed the procedure using another endurant delivery system. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (kink); (unknown cause of event). Conclusion: (unknown cause of event); known inherent risk of a procedure (kink).